Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported poor image resolution appears to have been a result of procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted, reducing mr to grade 1-2. To further reduce mr, a third clip was advanced. It was difficult to see the leaflet insertion in the clip. The clip was implanted in medial aspect of a2/p2 near p2/p3; however, the clip detached from one leaflet and remained attached to the other leaflet; single leaflet device attachment (slda). An attempt was made to implant a fourth clip to stabilize the slda clip; however grasping was unsuccessful, leaflet insertion could not be verified, and did not want to knock off the slda clip. The clip was not implanted and was removed. Mr remained 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.